Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead, exhibiting high, out of range pacing impedance measurements (greater than 3,000 ohms) and audible tones. During the routine office visit the physician performed lead integrity testing with excessive movement maneuvers, and they could not reproduce the out of range measurements or beeping tones. An x-ray was performed, and the physician did not see any abnormalities. A technical service consultant was contacted and recommended following the patient closely with a home monitor. The device remains implanted. It was noted that this patient attends bioresonance therapy regularly. No adverse patient effects were reported. Additional information was received, the patient was seen for a follow up appointment and there were no out of range measurements noted. The physician will continue to monitor this patient closely.